Event description:
It was reported that when the device was used during a hemorrhoid stapling procedure, it fired but did not deploy. The surgeon had to suture the area. The pt lost approximately 200 mls of blood. No transfusion was required.